Manufacturer narrative:
The reported event was addressed with phone support. An endoscope replacement resolved the vision issue, and for the vessel sealer issue, the customer was advised to restart the system. After a third hard power cycle was performed, the robot came up in normal mode with all options available. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Failure analysis has not been completed on the endoscope. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
During a da vinci-assisted ileocecal resection surgical procedure, the nurse called technical support and reported that the vessel sealer instrument kept sealing and would not stop to allow cutting. It sealed for a minute or more, and then a message appeared on the screen stating that the vessel sealer had reached its maximum time and would not cut. The customer believed the user-specific profile settings may have been the issue. It was noted that the issue occurred when the medical resident was using the instrument but not when the surgeon used the instrument. The customer informed the technical support engineer (tse) that the cut alarm for the vessel sealer did not sound to allow cutting. After the case, it was also reported that the surgeon could not see properly through the console viewer during the procedure; the image was not clear when suturing, and the surgeon noted that the view was not 3d, with depth perception also off. To correct the issue, the staff replaced the scope, and vision was then back to normal in the surgeon console and the system was working properly. There was a delay of approximately one hour in the case. The surgeon ultimately converted to open surgery to finish the procedure due to issues with the vessel sealer and vision. The patient tolerated the conversion well.